Event description:
It was reported that a small volume intermate leaked from the reservoir into the housing. The device was filled with 1g/100 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured on march 25, 2013 to march 26, 2013. Evaluation summary: the sample was received for evaluation. A visual inspection identified that there was a leak coming from a break in the tubing at the stress member junction. It was noted that there was no signs of leak coming from the reservoir or housing. The cause of the broken tubing is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.